Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose level.